Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2316-70, serial (B)(4), description: infinion 70 cm lead kit.

Event description:
A report was received that the patient was experiencing left foot pain and positional headache following a trial procedure. The patient was brought to the emergency room wherein the leads were removed.

Manufacturer narrative:
Additional information was received that the physician believed that the patients symptoms were not procedure related, but the cause was unknown.

Event description:
A report was received that the patient was experiencing left foot pain and positional headache following a trial procedure. The patient was brought to the emergency room wherein the leads were removed.